Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals that resulted in a signal artifact monitor (sam) episode and a false ventricular episode. The sam episode also showed high out of range pacing impedance on the right ventricular (rv) lead channel. The high out of range impedance and noisy signals were a result of medical procedure. The device remains in use. No adverse patient effects were reported.